Event description:
It was reported that during treatment with a polyflux 140h, the patient experienced dizziness, fever, sweating, tightness of breath, numbness of the lower limbs and other discomfort. Dialysis was stopped. The patient was given 60ml of 50% glucose, 5mg dexamethasone, and 300ml of sodium chloride were provide intravenously. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.